Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery was evaluated and replaced. Power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.